Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (suction channel) tested positive with the following: entercoccus faecium 34 cfu/100ml. The subject device was then sent to olympus third party for hygiene microbiological investigation (hmi). Performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). All channels found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : notes: no patient(s) infection occurred. Aer/ewd reprocessor: model name: olympus etd double. Detergent name: olympus endodet. Disinfectant name: olympus endodis olympus endoact. Precleaning information : aspiration of water through the instrument/suction channel. Flushing channels : air/water channel, auxiliary channel. Detergent used: brand: liv by clemendo name: washing up manual cleaning: detergent used: brand: liv by clemendo name: washing up. Brushed points : instrument /suction channel, instrument channel port. Brush used for manual cleaning : fujifilm medwork raccon kit. Scope not sterilized. Scope storage: drying cabinet/olympus, vertically hanged. Scope maintenance: by olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative (service department) reported growth in culture test. Per the report, this instrument was service during summer due to bacterial growth in the instrument channel, new culture after service noted growth of enterococci fecium . No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for suction cylinder at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: air/water (aw)-cylinder had foreign object distal end (opening of forceps channel) is dirty suction cylinder had stain. Flexibility adjustment ring is damaged . Switch box has a dent. Aw-cylinder has discoloration. Suction cylinder has discoloration. Plug unit is damaged. Light guide lens has a crack. Connecting tube has a scratch. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the following were noted: event: positive in culture test the possibility of insufficient reprocessing due to deviation from instructions for use (IFU) can not be denied. Event: foreign material adhered to a/w-cylinder foreign material could not be identified from collected information. Unable to specify why the material lodged at the device from collected information. No obvious deviation from IFU was confirmed at where the foreign material lodged. Device inspection confirmed no physical damage at where the foreign material lodged. Event: biopsy channel opening was dirty the biopsy channel opening was left dirty could not be specified from the following investigation results: information on reprocessing steps provided by the user was reviewed. No obvious deviation from IFU was confirmed at the site of where the device was dirty. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.